Event description:
It has been reported to philips that during a vertebroplasty procedure, cement leaked into the vena cava. Based on the limited information provided, the user did not notice this leakage due to poor image quality. At this time it is unknown if there were further consequences to the patient or if any intervention was performed. Philips has request additional information from the user and has initiated an investigation.

Manufacturer narrative:
Addtl narrative philips has investigated the poor image quality issue. A team of philips service engineers and clinical application specialists inspected the system onsite. No malfunction of the system was identified. The settings of the protocol to perform spine procedure was updated to improve the image quality. Philips has completed a good faith effort to get further information on the reported incident and the patient outcome. However, the customer refused to provide patient details and outcome. Corrected data: codes were updated as per the investigation outcome.